Event description:
It was reported that the patients ipg reached end of life and it was no longer holding a charge or providing any therapy. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2021.